Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) her onetouch ultramini meter was prompting an error 5 message when she was attempting to test her blood glucose. Per the ot ultramini owner's booklet, the error 5 message prompts when there is a problem with the test strip or the confirmation window has not been completely filled. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported, the alleged issue first occurred on (B)(6) 2013 in the evening. The patient reported using self adjusting insulin to manage her diabetes. The patient reported on (B)(6) 2013 in the evening, she took her usual dose of lantus insulin. The patient did not report if she developed any symptoms due to the alleged issue. However, on (B)(6) 2013 in the evening, the patient reported an unknown blood glucose reading was obtained using a lab method and she was given IV insulin by a healthcare professional (hcp). At the time of troubleshooting, the cca determined this was not the first time the subject meter had been used. The cca also noted the patient's test strips were in good condition. The cca discovered the patient's testing process was correct. The alleged issue was resolved with a walk through retest. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient reported due to the alleged issue, she required treatment from a healthcare professional for an acute complication of diabetes.

Manufacturer narrative:
The lfs product has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.